Event description:
Information was received from a healthcare provider on (B)(6) 2017 regarding an unknown patient's implanted infusion pump containing unknown medication (dose and concentration unknown). The indication for use was unknown. It was reported that the patient's personal therapy manager (ptm) displayed error code 8286, indicative of an empty reservoir. It was noted that the patient was due for a refill, but a pump replacement was planned for (B)(6) 2017 due to normal elective replacement indicator (eri). It was noted that the hcp was contemplating filling the pump, but had no further information. The patient did not reportedly have a managing hcp. No patient symptoms were reported, and no further complications were reported or anticipated.